Event description:
Lower tongue of knifelight broke off during usage.

Manufacturer narrative:
Evaluation summary: the reported event that the device did not cut properly could not be confirmed since the device has not been returned. However; many complaints have been reported regarding the same lot number (13262fe2) and the same failure mode; therefore non conformance has been raised. The root cause is addressed to manufacturing. A review of the labeling did not indicate any abnormalities. The supplier of the knifelight assembly was contacted. The blades lot and the finished products in which it was used has been determined. This blade lot has been in use since feb 2013 production. However, investigation of previous dull knife complaints revealed that unconfirmed/unreplicated complaints have been received since 2012 manufactured lots. The nc investigation will be directed to determine the scope, occurrence and severity. Manufacturing monitoring is on going.

Event description:
Lower tongue of knifelight broke off during usage.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.